Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-jun-2026, a sales representative reported via email that an issue occurred during a procedure involving an ar-3688 knotless fibertak biceps implant system. The implant deployed as intended, sutures were passed appropriately, and the blue repair suture was successfully converted through the mechanism. However, the blue repair suture could not be fully tensioned. This issue occurred with three consecutive anchors from the same lot number. A different lot number was subsequently used to complete the procedure. No patient harm was reported. Additional information was received on 05-jun-2026: this event occurred on (B)(6) 2026 during a biceps procedure. Multiple tensioning attempts were made with each anchor; however, all three anchors were unable to maintain tension and were subsequently removed. The procedure was completed using another ar-3688 knotless fibertak biceps implant system from a different lot. The case was delayed approximately 20 minutes, with no additional anesthesia required.